Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported event of failure to interrogate was not confirmed. As-received, the device was returned in voo mode for analysis. Electrical test, mechanical analysis, and longevity assessment did not identify any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. In clinic, it was noted that the externalized pacemaker cannot be interrogated due to loss of rf telemetry. The reported device was replaced. The patient was in stable condition.